Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Moisture was removed from the advanced breathing system, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit would not ventilate. There was no report of patient involvement.